Event description:
Customer reported being hospitalized with low bg. Suggested customer call md to discuss possible causes of low bg. Customer has been hospitalized twice in the last two weeks. Had customer check bolus history, daily totals and basal rates daily total for 2005 was showing 10 more units than pump has recorded in bolus and basal rates history.